Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). The device has not been received for investigation yet but is expected to be returned. A follow up report will be submitted once the set has been received and an investigation has been completed.

Event description:
Customer reported: patient was receiving packed cells on pacu. They connected the blood infusion set into the pca site of the pca extension set and blood was observed to flow back up the IV past the check valve of the extension set. No patient harm reported and no medical intervention required. No product will be returned for investigation.